Event description:
A customer reported error message ¿2070 clogging detected during specimen suction by main arm¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the complaint by reviewing the error logs. While troubleshooting, the fse observed an obstruction affecting flow from the sampling nozzle. The fse cleaned the sampling nozzle and adjusted the clog detection circuit in the main arm. The fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (2070) clogging detected during specimen suction by main arm. Cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may have not been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives the most probable cause of the reported event was due to obstruction of flow from the sampling nozzle.